Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-1232. Serial number: (B)(6). Batch/lot number: 791937. Model/catalog description: wavewriter alpha 32 ipg kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief due to the original placement of the spinal cord stimulator (scs) paddle lead. The patient subsequently underwent a revision procedure wherein the scs paddle lead as well as the implantable pulse generator (ipg) were replaced. The patient was doing well postoperatively, and the explanted devices were not returned per facility policy.